Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power loss alarm, low battery alarm and power error alarm are confirmed in the long trace file. Power loss alarm occurred after the power error alarm was cleared. Detail trace analysis confirmed the pump alarmed low battery and then power error alarm was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. Pump received with scratched case, scratched keypad overlay, texture damage on keypad overlay, pillowing keypad overlay, cracked select button on keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error and insulin pump was unable to be used. The customer's blood glucose was 11.0 mmol/l at the time of incident. The insulin pump was returned for analysis.